Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements during a competitor's right ventricular (rv) lead implant. A commanded shock was delivered and normal impedances were returned. The shock lead impedances going forward were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.